Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the patient died. An angiojet® solent¿ omni catheter was selected for use during a mechanical thrombectomy procedure, for a patient with chronic renal failure, to eliminate a thrombus located in the arteriovenous fistula. It was estimated that the thrombosis had formed about 48 hours prior to the time is was treated. The patient was given hydration prior to the procedure. The procedure was started with a femoral puncture access, application of 3mg of actilysis in the power pulse function and 150 seconds of aspiration, after which the patient presented an episode of bradycardia with "severe t-wave apiculation." The physician used gluconate and there was improvement. He continued with angioplasty, using balloon and stent, successfully. The patient was stable at that time. Control angiography showed that there was still a 50% occlusion of thrombus and the physician decided to aspirate for another 100 seconds, with small intervals every 20 seconds, after which the patient presented severe bradycardia with hypotension and asystole; being unsuccessfully revived after resuscitation maneuvers. The official cause of death was declared cardiac arrest. The physician believes the angiojet treatment may have contributed to the occurrence of bradycardia, which ultimately led to death. There were no malfunctions reported related to the angiojet catheter; it functioned normally. The total run time was 250 seconds.